Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'anticipated procedural complication¿ as the reported restenosis is listed as a potential adverse event in the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00955. (B)(4). It was reported that in-stent restenosis (isr) and chest pressure occurred. In (B)(6) 2010, the subject was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure was performed. The target lesion was located in the proximal segment of an saphenous vein graft (svg) to right posterior descending artery (r-pda) with 80% stenosis and was 30mm long with a reference vessel diameter of 4.0mm. The lesion was treated with direct stent placement using a 4.00x20 mm taxus liberté stent overlapped with a 4.00x8mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. One day post-procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient came in for a routine check up with a complaint of midsternal chest pressure similar to chest pain prior to bypass and coronary stenting and was referred to cardiac catheterization. At the time of the event, the subject was only on aspirin. The study drug per protocol was last taken on (B)(6) 2012 and other antiplatelet medication was never taken during the study. Two days from the event, cardiac catheterization was performed and revealed 99% focal isr of previously placed two study stents and two non-bsc stents located in svg to r-pda. The lesion was treated with a cutting balloon angioplasty, resulting in 10% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.